Manufacturer narrative:
Isi has contacted dr (B)(6) at (B)(6) medical center and she indicated that she does not recall that any malfunction of the da vinci system, instrument and/or accessories occurred during the surgical procedure. Dr (B)(6) indicated that the patient was positioned in the trendelenburg position. Dr (B)(6) indicated that she has not received any report that the patient experienced any post surgical complications despite the patient's report that she was in the hospital for a week. Dr (B)(6) also indicated that she is unable to provide any other details concerning the patient without written consent from the patient. A follow-up MDR will be submitted if additional information is received. A review of the system logs showed no system malfunction occurred during the procedure performed on (B)(6) 2011.

Event description:
On (B)(6) 2012, a patient posted the following information on (B)(4): I had the davinci procedure for my hysterectomy. I was not really informed much about it until the day of the surgery. I learned that I was to be inverted upside down for this supposed 6 hr surgery. It turned out to be an 8 hr surgery. Once I came out of anesthesia, I was ok. The second day was absolute hell. I have never in my life felt this much pain. I was told I needed to try and get up to walk. I tried, but failed. I sat up on the edge of the bed and I got very dizzy and nauseated. I did not get to walk that day. The next day I made it out of bed and finally got to walk. The incisions were very painful. It felt like I ripped them open completely when I got up. I still feel extremely bloated and in pain. I was in the hospital for a week. I was told I should have gone home one day after surgery, but I was in agonizing pain. It has been 3 weeks since my surgery and I think now my intestines are twisted. Trying to pass bowels is so painful. The inner groin is numb now due to the lymph node removal. I am thankful for the surgery but I would never recommend this type of surgery for anyone. There is not enough information out there for women to make an informed choice. I do not think that being upside down for an 8 hr surgery is good. That surely can't be good for a person's body. Luckily when I came out of surgery my head and neck weren't swollen like they said it would be. My kids would have been beside themselves. Like I said before, I would never tell anyone that this type of surgery is good. I wouldn't ever do it again.